Event description:
It was reported that pump displayed malfunction, and customer was informed this indicated pump malfunction with non-resettable malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that pump was under warranty and needed replacement, planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed serial number and shipping address, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days using provided return materials.